Event description:
Event was reported as: we did an aortic valve replacement last week on a patient who had first replacement at age eight, a redo in 1987 and then again last week. When his aorta was opened the bileaflet mechanical valve had only one leaflet intact. The other leaflet was missing. A piece was found and removed from his left femoral artery several days later. This was not an intact leaflet but approximately 1/3. The patient has since died and an autopsy is planned. His surgery was in montreal and from what information I do have the valve was a duromedics 25mm. Device is with hospital pathology. Autopsy scheduled for (B)(4) 2012..

Manufacturer narrative:
Additional manufacturer narrative: repeated phone calls to the hospital and requests by email have gone unanswered. No copy of the autopsy was provided. In phone conversations with the health center, it was learned that they would not release any information due to no patient release on file. It was also learned that no autopsy results would be provided. The device would remain with the hospital pathology department and not be returned for evaluation. The device was implanted sometime in 1987. The exact implant date is unknown. The implant duration was approximately 24 years. Conclusion: on (B)(6) 2012 edwards lifesciences became aware that a duromedics bileaflet mechanical heart (aortic) valve model 3160 of undetermined age had been explanted approximately (B)(6) 2012. The procedure was the third aortic valve re-do (avr) that the patient had experienced, beginning when the patient was (B)(6), at various medical facilities. The previous avr re-do's were not conducted at the reporting facility, and the patient records of those procedures were not accessible to the health center. The valve was observed to have only one of two leaflets at the time of explant. It is probable that the explant procedure was prompted on the basis of cardiac insufficiency that would have resulted from one of the leaflets missing from the valve. A portion of the missing leaflet was found and removed from the left femoral artery. Following the explant and re-implant of another aortic valve, the patient died on (B)(6) 2012 of causes unknown to edwards lifesciences. It was stated that an autopsy would be conducted but autopsy results have not been provided to edwards lifesciences. Corrected data: we did learn that the device was explanted on (B)(6) 2012. We did learn that the patient expired on (B)(6) 2012.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: no patient information provided. Dates of implant and explant not provided. Date of death not provided. No additional information has been provided despite several phone conversations with the health care provider. No additional response from the surgeon. Device is currently with hospital pathology and has not been returned. Autopsy was scheduled for (B)(6) 2012. No autopsy results have been provided. No device history record (DHR) review cannot be done until the serial number of the device is known.